Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): unknown as tx2 is no longer sold or marketed in us. Summary of investigational findings: cook became aware of this event during a literature review of the article weissler, et. Al. ¿association between device type and type 3b endoleaks following thoracic endovascular aortic repair¿. This article is a retrospective review of data collected as a part of the FDA maude (food and drug administration¿s manufacturer and user facility device experience) database and the institutional aortic surgery database at (B)(6) hospital. The maude data and the institutional data were collected and analyzed separately. The primary outcome for analysis of the institutional data ((B)(6) hospital) was type 3b endoleak. The institutional database of patients undergoing thoracic endovascular aortic repair (tevar) for thoracic aneurysms since 2002 was therefore only queried for type 3b endoleak. There was, among others, queried for zenith tx2 and zenith alpha thoracic. There were 542 tevars for an aneurysm indication at (B)(6) hospital. 85 patients were treated with zenith tx2 devices and 15 with zenith alpha. Two patients treated with tx2 devices, and one patient treated with a zenith alpha device suffered from type 3b endoleak. This complaint addresses a 32-year-old male patient, who was treated with tevar for a descending thoracic aneurysm. He was treated with an unknown tx2 (complaint device). He had a total of 2, unknown, devices. At 4046 days post procedure he suffered from type 3b endoleak. The endoleak presented with an aneurysm rupture, and he had to undergo additional surgery with relining (unknown device type). There is no further information on patient outcome. Based on limited information it has not been possible to establish an exact cause for the type 3b endoleak. It is unknown if the event occurred due to a fault condition of the device. It is noted that the endoleak was discovered 4046 days after implantation, graft wear due to patient anatomy or disease progression (eg. Calcification) may have caused the endoleak. Per instruction for use, endoleak and aneurysm rupture are known adverse events associated with tevar. No imaging or information regarding patient anatomy and disease progression has been provided for investigation. Cook will reopen the investigation if further information or images are received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to literature article: table 5, patient number 8: type iiib endoleak. 32-year-old male patient. Indication: descending thoracic aneurysm. Time between index thoracic endo vascular aortic repair (tevar) and type iiib endoleak = 4046 days type iiib presentation = aneurysm rupture. Reintervention required = relining.